Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due a fluid leak in the system from an unknown origin. There were no patient complications.

Event description:
It was reported that the artificial urinary sphincter (aus) did not work and the patient was incontinent. A replacement surgery was performed and a fluid leak in the system from an unknown origin was found. There were no patient complications.

Manufacturer narrative:
Information updated: patient codes, device codes, describe event or problem and other relevant history. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.